Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b5. The information included b5 was inadvertently omitted from the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be identified due to the indicated phenomena "image is blacked out" and "scope communication error" not being reproduced. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the initial reporter confirmed the intended procedure was completed.

Event description:
The customer reported to olympus, the video system center produced image "blackout". The issue was found during preparation for use of a therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of no image was not confirmed. The device evaluation found that functional check showed no defects and no abnormalities in appearance. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Additional information: b5.

Event description:
Customer reported that this issue has happened several times since august.